Event description:
It was reported that pump displayed malfunction code 12 with associated fault and that no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump, experienced recurrence of same malfunction, and was provided instructions for backup therapy, technical support arranged shipment of replacement pump with updated software.